Manufacturer narrative:
Patient's identifier unknown/ not provided. Zimmer biomet complaint (B)(4). Patient's age at the time of the event unknown/ not provided. Patient's weight unknown/ not provided. Date of event unknown/ not provided. Product not returned to manufacturer.

Event description:
It was reported that the inner flask of the implant (tsv4b10) was empty. The inner flask was hermetically closed and the stopper was not torn. It was also reported that doctor was able to complete the procedure with another implant from his stock.

Manufacturer narrative:
The product was not returned for inspection. A visual inspection of the photographs provided by the customer identified that the tamper resistant tab on the outer vial was broken and the inner vial along with the implant was missing. The outer box did not identify any damage or malfunction and the labels appeared to be in proper condition. A device history review was performed and no related nonconformance¿s were noted. Review of the implant DHR did not provide any indication of a manufacturing nonconformities/deviation or material deficiencies that could cause or contribute to the reported event.a complaint history search was performed using our complaint handling system and there were no additional related complaints found against this lot. Appropriate documentation was reviewed and the following information was identified: product packaging all implants have been cleaned, packaged in double vials within an environmentally controlled room, and sterilized for convenience and immediate use. The implants are suspended on a carrier for transfer to the prepared surgical site without risk of contact contamination. Both the implant and the inner vial packaging are sterile. The label on the outer vial packaging for each implant contains a lot number that should be recorded in the patient¿s file to ensure complete traceability of the product. A patient chart label provided containing the lot number can also be placed in the patient file for traceability. DHR review confirmed that all operations and inspections were executed as per applicable procedure. No unauthorized deviations or non-conformances which could cause or contribute to the subject event were documented as part of the DHR. Lot was inspected and accepted by qa. The complaint could not be verified, as there were no manufacturing deviations identified with the implant lot that could cause or contribute to the reported event. The DHR review identified that the implant was secured to fixture mount during in-process and final inspection. All operations and inspections were executed as per applicable procedure. The exact details of the device condition when received by the customer are unknown. A singular cause cannot be identified. The following sections have been updated: b4: date of this report. D3: manufacturer. D4: device expiration. D4: (B)(4). G1: contact office. G2: manufacturer's contact office. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H4: date of manufacture. H6: entered evaluation codes. H10: added manufacturer narrative.